Event description:
It was reported that the initial procedure was on (B)(6) 2011, and the procedure went well. The patient was having discomfort in the abdomen. The port had flipped. On (B)(6) 2012, the port was replaced. The port was replacement with no patient consequence. There was no additional information available.

Manufacturer narrative:
(B)(4). The velocity port with the locking connector, tubing strain relief and 2.5cm of catheter were returned for evaluation. The actuator ring was returned in the unlocked position with the hooks retracted. The locking connector was returned in the locked position. Biological debris was observed around actuator ring, hooks, and locking connector. Upon microscopic evaluation, the septum was noted to have three needle punctures. There were several needle punctures on the septum retainer (back of port) where the lot number is etched. This is indicative of a port flip. A functional test on the velocity port was performed with a successful result. Hooks deployed and retracted as intended. The injection port was fully functional. A review of the product's instruction for use (IFU) was performed with respect to port flip, and it was noted that the realize applier is used to engage the fastening hooks of the injection port and secure the injection port on the fascia of the anterior rectus sheath or the abdominal oblique muscles. It is also noted that the port should be placed in a location in the patient that will minimize the risk of port migration or rotation. The injection port can also be secured using sutures if appropriate fixation cannot be accomplished by the integrated fastening hooks. The manufacturing records were reviewed, and no anomalies were found during the manufacturing process.